Event description:
It was reported that the customer's blood glucose was 36 mg/dl. Although requested, customer declined to provide additional information.

Manufacturer narrative:
Device not returned.